Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis therapy. The patient was hospitalized for this event. The cause of peritonitis was unknown. Treatment was not reported. The patient recovered from the peritonitis event. Dianeal therapies were ongoing. No additional information is available.

Manufacturer narrative:
(B)(4). The event occurred on an unknown date in (B)(6) 2014. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.